Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 407658, lead; implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient presented with shortness of breath/dyspnea. The patients right atrial (ra) lead exhibited high thre sholds and no capture at max output. The patients right ventricular (rv) lead also exhibited high threshold levels. Both leads have been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.